Event description:
It was reported that the patient fell on his hip and the nail was broken. The patient required revision surgery.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the threads of screw were damaged stripped. No other issue was identified. The potential cause for the observed condition can be due a component failure that was caused by exposure to unintended forces, most likely during assembly of the device. However, a complete potential cause can not be established with available information. Consideration must be given to all other potential influences such as surgical process, patient variables, anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the lockscr ø5 l46 f/nails tan light green would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part # 04.005.536s lot # 2l36910 manufacturing site: werk selzach logistik release to warehouse date: 12.nov.2018 expiration date : 01.nov.2028 supplier: früh verpackungstechnik a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.005.536 non-sterile lot # 2l20317 manufacturing site: werk mezzovico release to warehouse date: 06.nov.2018 supplier: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. Corrected: g1. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the threads of screw were damaged stripped. No other issue was identified. The potential cause for the observed condition can be due a component failure that was caused by exposure to unintended forces, most likely during assembly of the device. However, a complete potential cause can not be established with available information. Consideration must be given to all other potential influences such as surgical process, patient variables, anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the lockscr ø5 l46 f/nails tan light green would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 04.005.536s, lot # 2l36910, manufacturing site: werk selzach logistik, release to warehouse date: 12.nov.2018, expiration date : 01.nov.2028, supplier: (B)(4). Non-sterile part # 04.005.536, non-sterile lot # 2l20317, manufacturing site: werk mezzovico, release to warehouse date: 06.nov.2018, supplier: n/a. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.